Event description:
It was reported by service report that the nurse call and bed exit were not working properly. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Loose scale cable connection.